Manufacturer narrative:
The reported events were high capture thresholds and helix mechanism issue. As received, a complete lead was returned in one piece. The helix was retracted and clogged with blood/tissue. The reported event of helix mechanism issue was confirmed. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issue reported in the field. After cleaning, the helix could be extended and retracted by applying torque directly at the connector pin. The full helix extension length was measured within specification. The cause of the reported event of helix mechanism issue was isolated to the helix being clogged with blood/tissue. The reported event of high capture thresholds was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies.

Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead exhibited high threshold and subsequently, the helix of the lead failed to extend. The rv lead was not used and another rv lead was implanted on 26 aug 2024. The patient was stable throughout the procedure.